Event description:
The device is not working. The patient's health care provider (hcp) had no information. The patient has not contacted the doctor's office since implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 377775, lot# v001493, implanted: (B)(6) 2009, product type; lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).